Manufacturer narrative:
It was reported that the navigation ring had physical damage. The customer declined onsite evaluation and ordered the part due to reported physical damage. No other information has been provided. As an addition, previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
Date of this report: 04jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device's navigation ring was not working. The device was not in clinical use at the time of the event. There was no report of patient or user harm.